Event description:
There were 11 sponges in the pack instead of 10. The sponges were removed from the field and given to the clinical educator, but the packaging was not; therefore, no lot number is available.